Event description:
It was reported that the pt's physician was unable to insert the lead into the battery during implantation surgery. The physician unscrewed the lead more in an attempt to get the lead to fit into the battery. However, the lead would not fit and the lead was becoming damaged. Thus, no further attempts were made to place the lead and the battery was replaced. No further details, pt symptoms or outcome were provided at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).